Manufacturer narrative:
Internal investigation into strattice lot sp100292 included a review of the reported information, review of the device history records, and a review of the complaint history records with no remarkable findings, including no other complaints reported against the lot and no deviations or non-conformances revealed during processing. The lot was aseptically processed, terminally sterilized within the process parameters and met all qc release criteria. As of 20/sept/2021, of the 188 devices released to finished goods, 185 have been distributed with 137 devices reported as implanted.

Event description:
It was reported through a legal summons that a (B)(6) female patient underwent an incisional hernia repair surgery on (B)(6) 2016 and was implanted with strattice lot sp100292-171. Almost three threes after surgery, the patient returned to the hospital on (B)(6) 2019 where she was diagnosed with a hernia recurrence. On (B)(6) 2019, she had a repair of recurrent ventral hernia.